Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not crossed over. E.1. Initial reporter facility: (B)(6). A technical support specialist found that the carefusion care coordination engine was not running and confirmed that the issue had been fixed and resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple orders were not crossed over. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.